Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving dilaudid (15 mg/ml at 1.99 mg/day) via an implanted pump. The indication for pump use was non-malignant pain and other chronic/intractable pain (trunk/limbs). On 12-may-2017 it was reported that a motor stall was seen at initial interrogation. The pump logs revealed a motor stall on (B)(6) 2017. The logs also showed a stopped pump period may exceed tube set message. No recovery was noted; the stall was active. The patient had not had an MRI around the time of the stall, but they had a CT scan with contrast around the stall date but the specific date of the CT scan was not known. Around the time of the stall, the patient was sick in the hospital with symptoms of nausea and dehydration which they thought at the time was food poisoning. No further patient complications have been reported as a result of this event.

Event description:
Additional information was received and it was reported that the patient was seen on (B)(6) 2017 reporting that they had heard alarms since around the time of the motor stall. A motor stall recovery never took place. The physician recommended a pump replacement and would fill the pump with saline at an appointment in the next couple of weeks prior to a replacement next month. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis revealed pump motor/gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to gear wheel three. Analysis also found battery high resistance/lab failure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative on 2017-jul-17. It was reported that there were no environmental, external, or patient factors that were thought to have led to the event. It was noted that the alarm identified on (B)(6)2017 was silenced on that date. It was confirmed that the pump was refilled with saline, and replacement took place on (B)(6)2017 pump logs dating back to (B)(6)2017 confirmed the previously reported events and stated that the saline was infusing at minimum rate on the date of replacement. The issue was considered resolved and the patient's status was alive - no injury.